Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine and an unknown drug for non-malignant pain. It was reported that the patient said the communicator was not working. The patient said the screen was stuck at 90% and they were not able to deliver a bolus. The patient stated they were able to get 3 boluses per day. The patient stated the issue has been going on for awhile, a month after the implant. The manufacturer's patient services specialist (pss) assisted the patient with closing out of all running applications, clearing data, and connecting to the pump. The troubleshooting steps that were taken on the call resolved the issue.